Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range.

Event description:
It was reported that approximately one week post implant the impedance on the right ventricular lead was low. A lead revision was planned. During the procedure it was noted that there was a connection issue between the lead and implantable cardioverter defibrillator (ICD). The lead was reconnected to the ICD and both remain in use. No patient complications have been reported as a result of this event.